Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, it was not possible to screw the lead into the atria or find a stable position. The helix was tested on the table, and the screw suddenly jumped out after 25 turns. The helix was further tested, and the helix would no longer extend after 30 turns. Another lead was attempted, but exhibited the same problems. The two leads were not used, and another lead was implanted. No patient complications have been reported as a result of this event.